Event description:
Index procedure was prompted by unstable angina. Two endeavor sprint drug eluting stents were implanted during index procedure; one in the lad and one in the rca. An angiographic complication of dissection occurred in the rca during index procedure.

Manufacturer narrative:
Evaluation, results, conclusions: 22 inherent risk of procedure ¿ (dissection). (B)(4).